Event description:
The customer recognized that they had acquired the patient with the wrong orientation and called the philips remote applications specialist (ras) to obtain information on how to correct the orientation. The ras confirmed that the operator acquired the patient in the wrong orientation and there was no harm to a patient, operator or bystander. There was no malfunction of the system, the system is working as specified. This was use error.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(6) 2015.